Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the visual inspection of downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
Device was not returned for root cause analysis. Review of service history could not be performed as no serial number was provided. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.